Event description:
On 01/19/1998, the pt informed the MFR's (MFR) rep of the following: the device was implanted in november 1996, for infusion of chemotherapy (catalog/lot number unk). An x-ray (date not known) revealed that the device catheter had sheared and a portion of the device catheter lodged in the pt's right atrium. The portion of device catheter which lodged in the pt's right atrium was removed in the special procedures dept at a facility in another town (date unk at this time). The device and remainder of the device catheter were removed by another physician at another facility in a different town and replaced with another device (catalog# lp7513, lot# 14131). The pt stated that the physician infomed her that the explanted catheter looked like it was cut with a razor. The pt told the physician that she wanted the device/catheter returned to the MFR for analysis. The physician then asked the pt if she intended to sue and the pt replied "no", she just thought the MFR should be made aware of the event in an effort to prevent future possible events of this nature. The pt seemed to be very vague abount the dates and sequence of events. The MFR's rep informed the pt that she would investigate the incident to see if it had previously been reported to the MFR. The pt stated that if the device was returned to the MFR for analysis, she would like a copy of the analysis results. No further details were provided at this time.